Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). No device malfunction was alleged or found after evaluation by the facility bmt. The patient with history of massive suicidal dose ingestion of cyanide led to a fatal outcome as a consequence of drug induced acute kidney injury which necessitated hydroxocobalamin use. This agent is a potent antidote for cyanide poisoning and considered a possible suspect product for the blood leak pseudo alarm. Dialysis plays a supportive role of kidney replacement therapy for acute kidney injury which occurred, in this case, possibly as a consequence of mitochondrial toxicity from hypoxia of other organs (brains, lungs, and heart) to cause severe lactic acidosis which ultimately affected the kidney with severe rhabdomyolysis in all possibility. Dialysis is not implicated in the removal of cyanide ingested or absorbed into the blood stream other than use of antidote therapy to prevent reabsorption of cyanide that has been ingested. Hydroxocobalamin is a first line therapy. While in cases of massive overdose, use of intravenous sodium thiosulphate is recommended. Plant investigation is in progress. A supplemental medwatch will be submitted upon completion.

Event description:
A biomedical technician (bmt) called fmcna technical support services to report death in a patient who sustained acute kidney injury following ingestion of massive overdose of cyanide material to cause suicidal death. According to the biomedical technician, the patient allegedly consumed "40 times lethal dose of cyanide material to cause life threatening acute kidney injury", which necessitated initiation of emergent hemodialysis. It was reported the patient prior to initiation of hd was administered cyanide antidote medication which turned the effluent dialysate fluid to an "orange color" during hd procedure to cause pseudo blood leak alarms with abrupt stopping of the blood pump during hd procedure. There was no device malfunction detected. The machine has been in service without any malfunction issues in the past. Follow up with the dialysis facility's unit manager (um) confirmed the patient following massive suicidal dose ingestion of cyanide was administered hydroxocobalamin, a potent antidote to prevent absorption of massive overdose of cyanide the patient earlier consumed as a suicidal attempt which succeeded in a fatal outcome. According to the um, the medication hydroxocobalmin caused the pseudo blood leak alarm during the hd procedure by discoloring the effluent dialysate fluid to become orange. The facility's unit manager (um) confirmed there was no device malfunction in this case and the device was back in service.